Event description:
It was reported that the sensor transmitted a dampened waveform reading post implant on (B)(6) 2024. On (B)(6) 2024 the physician performed a right heart catheterization to investigate the cause of the dampening. It was noted that the dampening had resolved and waveforms were physiological. The sensor pressure readings were compared to the readings from the right heart catheter and the sensor was recalibrated. The sensor baseline was increased by 9.1mmhg. Physiological readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.